Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following: - date of explant was provided as (B)(6) 2020. Hence, field d7 for explantation date has been updated from (B)(6) 2020 to (B)(6) 2020 on this form. - device lot and serial numbers were provided and have been populated as lot number: 7343432, and serial number: (B)(4) under field d4 on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the replacement device used for the left side on(B)(6) 2020 was catalog number 3501645; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed on posterior view a tear, measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).